Manufacturer narrative:
Continuation of d10: product ID b3300542 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542, serial/lot #: (B)(6), ubd: 22-dec-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient's lead was explanted due to it being not therapeutic. No other info was provided. Patient never had a therapeutic effect and new lead will be implanted for better efficacy. It was reported that the patient's right sided system is intact and working appropriately. The left lead was removed on (B)(6) 2024 as it hadn't been working correctly for "a while" but the extension and ins remain. Caller stated the patient has a planned procedure on (B)(6) 2024 to re-implant the lead. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The cause of the lead issue was not determined. Prior to the explant, patient¿s neurologist did reprogram, but this did not help. It is unknown at this time if the replacement lead resolved the issue.